Event description:
It was reported that the pump exhibited a primary audible alarm post error. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the top case cracked and chipped by the front right bottom corner, and there was visible contamination by the l bracket pole clamp. A review of the event history log identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog as sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive and performed preventative maintenance and all functional testing.